Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ ii 3/10ml insulin syringe separated from the device. The following information was provided by the initial reporter: the customer reported about needle and shield separation from the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 26-apr-2022. H.6. Investigation: customer returned (9) 0.3ml, 30 gauge, 8mm syringes from lot 0286309. The samples received shield pull force testing. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. None of the samples tested outside of the required range and none of the samples disassembled during testing. A review of the device history record was completed for batch # 0286309 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle hub separation. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd ultra-fine¿ ii 3/10ml insulin syringe separated from the device. The following information was provided by the initial reporter : the customer reported about needle and shield separation from the barrel.